Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the strike plate has fractured from the handle at the weld point. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor pad fell off the broach handle. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.